Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Customer reports the softclix plus lancet is exposed; lancet will not retract. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return suspect device and replacement was sent. Softclix plus lancet lot number unk.